Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
It was reported following a superficial femoral artery (sfa) stent placement, an angio-seal was used to seal the antegrade puncture of the right common femoral artery (cfa). The patient complained of thigh and leg pain after procedure. The doctor stated that this was common for the patient to feel due to the history of aortic and peripheral disease. The patient was discharged. Later, the patient had a CT angiogram that revealed a tight stenosis and sub acute occlusion of the right cfa. After a surgical consultation with patient, it was decided that a probable endarterectomy and revascularization of the right cfa would be performed. The patient was taken off plavix for several days. Twenty seven days after the sfa procedure, the patient underwent surgical revascularization of the right cfa and the angio-seal device was removed. The patient was recovering. The patient has history of peripheral vascular disease with bilateral common iliac stents, diabetes, and coronary artery disease.